Manufacturer narrative:
Manufacturer's report date: november 06, 2013. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that 8 to 12 hours into an infusion of normal saline they identified a leak form a crack along the length of the burette. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No additional information provided.